Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 1 mg/ml at a dose of .3492 mg/day and dilaudid ( hydromorphone) 10 mg/ml at a dose of 3.492 mg/day via an implantable infusion system for spinal pain. It was reported the patient's skin was thin at the bottom of their pump. It was also reported that since the patient's pump sat so low, it was repositioned last year, on (B)(6) 2015. The healthcare provider (hcp) also at that time tried to put extra tissue there but it didn't resolve. If she knocked or bumped it, it would hurt the pump. The patient also had a knee revision then in (B)(6) 2015. She had to do a lot of twisting in bed and noticed her pump was uncomfortable then but thought it was because of the twisting exercises for the knee revision. The thin skin was causing pain on and off since the end of 2015. It had felt worse since (B)(6) of 2016. The patient's pain management hcp did acknowledge that he felt the pump had moved six weeks ago, in (B)(6) of 2016. Three months ago, in (B)(6) 2016, the patient had also noticed a needle stick which was a way they knew the pump had moved. This was because since the first pump implant the patient had been numb in the area of the port of their pump, which pertains to a different event. It was reported the patient's surgeon could move their pump to their other side and extend the tubing to the other side for resolution. The patient wanted to know if that was an option. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.